Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on all tubes of the pump. A separation was noted in the longer exhaust tube of the pump. This was a site of leakage. The surfaces of this separation appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, the tubing of this device fractured approximately one inch from the pump connecting the left cylinder. The device was explanted and replaced. No other adverse patient effects were reported.